Event description:
The customer reported that the insulin gauge showed a different amount than expected, indicating a fill estimate issue with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer that the issue could arise from using cold insulin, causing large variances in measured pressures, and explained that the fill estimate would resume normal countdown once the static number matched the insulin remaining in the cartridge.